Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-feb-2019 with the following findings: a visual inspection of the pump revealed the cartridge compartment was cracked at threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; the reporter alleged there was a crack in the cartridge compartment. The reporter denied damage to the cartridge cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.